Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported the right ventricular lead exhibited noise. The patient condition was unknown. Further information was requested but not received.